Manufacturer narrative:
(B)(4). On (B)(4) 2012, the registered nurse (rn) was contacted in an attempt to determine a causality of the event of peritonitis. The rn declined to confirm or clarify the consumer reported information and declined to confirm or deny the diagnosis of peritonitis. The rn stated that the patient did not experience any event that was related to baxter pd solutions, device, or disposable part.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd890426 and gd889493 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. The patient was not hospitalized for peritonitis. Treatment rendered for the event was not reported. The patient was recovering from the event of peritonitis. An opinion of causality was not reported.